Event description:
It was reported that during testing conducted at the user facility a user¿s glove got caught on the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was confirmed that there was no injury associated with this malfunction.

Manufacturer narrative:
The reported glove wrapped around the rotary was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no failures were found that could have contributed to the reported event. The device was serviced for preventative maintenance and was returned to the user facility.

Event description:
It was reported that during testing conducted at the user facility a user¿s glove got caught on the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was confirmed that there was no injury associated with this malfunction.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.